Event description:
A customer reported a cartridge alarm with their insulin pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred. Consequently, technical support arranged to replace the pump. The customer will use manual injection as a temporary measure and has been instructed on how to return the malfunctioning pump to avoid charges. They will receive a new pump and have been advised on setting it up and connecting it with their continuous glucose monitor.